Manufacturer narrative:
The customer did not return any materials for investigation. Retention test strips were tested in comparison with the master lot coaguchek xs pt (ml 13 #286321-80 recal. Rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The result from a laboratory using neoplastin ci plus reagent was 4.6 inr and the meter result was 3.5 inr. There was no allegation of an adverse event. The therapeutic range was 2 to 3 inr.